Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 90 mg/dl. The customer continued to use the pump for insulin therapy. Voluntary medwatch received (B)(6) 2023 reported: on 4/24 at 9:30 est my tandem tslimx2 pump showed a 40% battery after it had been charging. It showed the power source was not compatible. I tried a different power source. I called tandem where a very rude technical support person kept saying to just leave it alone. This is a life saving device that delivers short acting insulin. I had to demand a new pump as well as her supervisor. Supervisor said best could be done was a pump would arrive 4/27. She assured me she would speak with the prior technical support individual and she was sorry. On 4/27 at 8:45 est I received a tracking number the insulin pump which would not arrive until 4/28. This is a class 2 medical device which is connected to a dexcom sensor and runs control iq software continuously. Tandem can only say they are sorry there was a mix up with the shipping. This company has no value of a patient or how this is a life altering medical device. It will be 76 hours before a replacement will be received. How is this acceptable when the lead support person verbally confirmed that shipping of this replacement insulin pump didn't occur until the evening of 4/26. I would appreciate a formal investigation. I attached a photo of the pump showing the 40% charge and not moving. You can feel free to contact me for more specifications if you choose. Insulin pump is running control iq software control.